Event description:
The customer observed falsely elevated alinity c calcium results across multiple instruments for one sample. The following data was provided: (B)(6) 2024 sid (B)(6). Initial result = 2.08 mmol/l ((B)(6)), repeat = 2.93 mmol/l, repeats with other alinity instruments: (B)(6) = 3.93 mmol/l, (B)(6) = 4.96 mmol/l, (B)(6) = 3.74 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity c calcium results across multiple instruments for one sample. The following data was provided: on (B)(6) 2024, sid (B)(6), initial result = 2.08 mmol/l (B)(6), repeat = 2.93 mmol/l, repeats with other alinity instruments: (B)(6) = 3.93 mmol/l, (B)(6) = 4.96 mmol/l, (B)(6) = 3.74 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did identify an increase in complaint activity for lot number 74196un23, however, no trend was identified for list number 07p57 and the complaint issue. Device history record review did not identify any nonconformances or deviations with lot number 74196un23 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lot 74196un23 was identified.